Manufacturer narrative:
(B)(4). D10: associated medical devices: oxf twin-peg cmntd fem sm PMA; item#: 161468; lot#: 282520. Oxf anat brg lt sm size 3 PMA; item#: 159540; lot#: 495590. Biomet bc r 1x40 us; item#: 110035368; lot#: ax02aa0310. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years and five months post implantation, the patient underwent a revision surgery due to a collapsed tibia. Attempts have been made and no further information has been provided.